Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "anaesthetist doctor used the epidural set during a shoulder operation. Found the introducer needle bends easily with any manipulation or change in angle. Anaesthetist removed the epidural needle, opened another epidural set, and completed the procedure successfully. There was no reported patient harm."